Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging an issue related to a CPAP device's particles in tubing/chamber. The patient allegedly has a black spot in their mouth. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging an issue related to a CPAP device's particles in tubing/chamber. The patient allegedly has a black spot in their mouth. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that required intervention to prevent permanent impairment/damage, occured in section b2. After review, it was determined that this options were incorrectly selected in section b2. Nothing such has occured to the patient. The report should have been sent for product problem only in section b1.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's particles in tubing/chamber. The patient allegedly has a black spot in their mouth, nasal throat irritation/soreness. There was no report of serious or patient harm or injury. After the first attempt to have the device and components returned for evaluation, customer could not able to return the device. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 has been corrected/updated in this report.